Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a few patients they had in the past who were implanted with neurostimulators (inss). It was reported that their stimulators were not working or were dead. No further clarification or information was available. There were no patient complications reported as a result of this event.